Event description:
It was reported that the patient presented with an alert for high, out of range, hv lead impedance. Visible externalized conductors were noted via cxr. Svt coil was turned off and dft was then done with normal outcomes. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.